Event description:
Device #1 malfunction: premature, partial stent deployment. Type of malfunction: during the procedure. Symptoms/ae: none. It was reported that during the stenting procedure in the superficial femoral artery, after the absolute stent delivery system was advanced to the target lesion, the stent was noted to be prematurely, partially deployed. The device was removed and a second absolute stent was used, but this stent also prematurely, partially deployed after it was advanced to the lesion. The device was removed from the anatomy. A third absolute device was successfully deployed. There was no adverse pt effect. Though requested, no additional info provided.

Manufacturer narrative:
(B)(4): off label vascular use. (B)(4). The device has been received. Investigation is not complete. Device 2: the absolute .035 self expanding stent system (part #1010557-40, lot#8041452) is being filed under another medwatch MFR #.